Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis was completed, it was found that the inner coil near the tip was deformed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.